Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). Device evaluated by MFR: returned product consisted of a ffr comet wire. The shaft was separated in 2 places. The first separation is approximately 8cm from the tip. The 2nd separation is approximately 10.5cm from the tip. The separated portions of the device were returned for evaluation. Some slight bends were also notice just proximal to the last separation. The tip did have some damage. There was blood in the sensor port. No other damage or irregularities were noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the catheter sheared off. Additional information was then received via user facility medwatch #(B)(4). Vascular access was obtained via the right radial artery. The lesion being treated was located in the left anterior descending artery (lad) and was 70-80% occluded. The catheter engaged well, there was no observations of a kinked guide catheter and the guide never lost position. The physician was able to cross the lesion with comet and it was advanced into a small diagonal. While inside of a non-bsc 6fr guide catheter, the wire tip became stuck in the small diagonal. The physician tried to spin the wire to retrieve/dislodge the wire and noticed the torque. Wire control was lost. The physician pulled back and noticed the tip of the comet pressure wire sheared off. The physician attempted to remove the distal segment by inflating a 2.5x12 balloon in the guide to grab the wire. They withdrew the balloon/guide concurrently and the wire slipped between the balloon and guide. That was unsuccessful. They then introduced a snare to grab the wire which successfully dislodged the segment from the diagonal and they were able to withdraw the distal segment into the aorta. The distal segment migrated into the descending aorta and seated in the left iliac. The patient went into surgery and both portions of the wire were successfully retrieved via percutaneous access of the right superficial femoral artery (sfa). A snare was introduced through the sfa, advanced over the iliac an pulled the comet segment from the left iliac. No further patient complications were reported. The procedure as not completed and the patient status is fine.